Event description:
The patient contacted lifescan (lfs) alleging that she received an "apply sample" icon. The medical affairs specialist (mas) contacted the patient; however, the patient refused to answer any clinical information. She mentioned that the meter is not working and the customer care agent (cca) was sending her a new meter. She then disconnected the call. The patient mentioned she went to the physician's office two weeks ago due to the "apply sample" icon. She was tested on the physician's meter; however, did not receive any medical treatment. There is no information on what her reading was on the physician's meter. The patient was unable/unwilling to verify the following information: if there was enough blood sample applied on the test strip, and when retesting on a new vial of test strips whether the apply sample icon appeared. Cca sent the patient a replacement meter.